Event description:
The prostar used on the aaa endo case failed to deploy properly. The device was inserted over the wire as usual and the wire was removed gently. While the physician was pulling the needles out with his hemostats, he noticed that only 3 of the 4 needles were visible. He backed the system out enough to rewire the closure device and at that point the 4th needle came through the patients skin next to the device/entry site. He finished pulling the needle all the way out and I cut the suture, so that it would be removed with the "twin" needle (3rd) thus giving us only one suture system in the prostar to work with. The remaining suture system worked and at the end of the case, the sheath insertion site was successfully closed.